Manufacturer narrative:
No service on the ventilator was requested. No parts have reportedly been replaced by the user facility. No ventilator logs were provided. The root cause of the event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed o2 cell test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).